Event description:
It was reported that a minimum fill notification occurred, however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Technical support advised the caller to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. The caller successfully reloaded the same cartridge onto the pump and resumed insulin delivery.